Manufacturer narrative:
The cartridge was received for evaluation and the inspection found evidence of a blood leak. The origin of the leak could not be determined. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on (B)(6) 2024 from a 52 year old female patient with a medical history including diabetes and end stage renal disease, who stated blood was observed leaking from the cartridge during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on (B)(6) 2024 from the home therapy nurse (htn) who stated the patient did not experience any symptoms or require medical intervention. Following the event the patient continues to treat using the nxstage system.